Manufacturer narrative:
The suspect medical device has not been returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during the procedure, the device was found to be leaking blood. No additional patient consequence to report.